Manufacturer narrative:
The reported event of noise was confirmed. As received, partial lead was returned in two portions for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to can. This was noted at 20.5cm ¿ 20.8cm from the connector pin. The reported event of noise was traced to this external insulation abrasion.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise which led to pacing inhibition. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.